Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Failure analysis could not verify the reported energy cable issue. Manual articulation was performed with no issue detected. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer observed the maryland bipolar forceps instrument was damaged and stopped working. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed there was no part of the instrument dislodged, everything was correct. Cable was working. The tips were straight. The instrument had problem with the energy at the beginning of the procedure (break during activation) and after 30 minutes working, broken line was observed.